Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged. Additional information received indicated that the lead exhibited increasing threshold. Further lead dislodgement was verified through fluoroscopy. The lead was explanted. No additional adverse patient effects were reported.